Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability and disfigurement; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2014, plaintiff underwent a surgical procedure for inguinal, epigastric and umbilical hernias which were repaired using non-bard/davol mesh products. On (B)(6) 2018, plaintiff underwent surgery for recurrent hernias and removal of the mesh products, including the non-bard/davol mesh products (the revision surgery), at which time it was discovered that the non-bard/davol mesh was incorporating itself into plaintiff's bowel wall causing adhesions that required removal and resulted in the opening of the bowel requiring further repair. Dense scar tissue was encountered by the surgeon during the procedure to remove the mesh. At the time of the (B)(6) 2018 revision surgery, davol-bard mesh products ventralex st and phasix st were implanted by the surgeon. On (B)(6) 2018, plaintiff underwent a surgical procedure to remove the davol-bard mesh product ventralex st, implanted during the revision surgery, that had intimately adhered to plaintiff's abdominal wall. It is alleged that the plaintiff has suffered and continues to suffer pain, permanent disfigurement, severe emotional distress, disability, pain and suffering arising from the implantation of the bard/davol mesh products. It is also alleged that the device was defective.